Event description:
A malfunction alarm with the code "malf 12" was reported for the pump. There was no reported impact on the customer's blood glucose level, as the information was unknown or declined. The customer was instructed to reset the malfunction alarm, but the issue persisted. Technical support decided to replace the pump, and the customer was guided on using multiple daily injections (mdi) as a backup therapy until the replacement pump arrives. The customer understood and acknowledged the instructions to return the faulty pump using a pre-paid label within 10 days.